Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for a major bleed caused by a dental procedure related to gingivitis. The patient was noted to be on warfarin and aspirin at the time of the event. Multiple blood transfusions were administered and the patient was discharged on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.